Event description:
It was reported the patient experienced a fall and subsequently lost stimulation. Her programs were auto-reducing and diagnostic tests revealed invalid impedances on all lead contacts. It was reported an x-ray was taken and the patient will follow up with her physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.